Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have a torn distal end near the mouth where the scissor tips exit. The tears were not axially aligned with the tip cover and measure from 0.242" in length. There were no signs of thermal damage present at the end of any tears. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was ¿loose and broken away from the instrument.¿ the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover was cut/torn on the clear area. No arcing was observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The lubricant was not applied to the mcs instrument before the tip cover installation. The tip cover accessory fell inside the patient¿s anatomy, and it was retrieved during the same procedure. No additional surgical procedure was performed to remove the fragment. The customer used a backup mcs tip cover accessory to resolve the issue.